Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing cloudy pd effluent. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture generated growth of the bacteria coagulase negative staphylococcus and had an elevated white blood cell (wbc) count of 376.the patient was treated with intra-peritoneal (ip) antibiotic therapy with 1 gram of vancomycin and 300 mg of rifampin by mouth daily. The nurse stated the patient is recovered from the peritonitis event and continues pd with the same cycler without any further reported issues. The nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique due to the patient having alzheimer¿s disease.